Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patients concern with product, shortness of breath, rupture and macrocalcifications. (B)(4).

Event description:
Patient reported "need to have surgery, the company have not informed me my guarantee of breast implants. Patient is somewhat concerned because she feels uncomfortable in this situation". This is for right side. Patient reported rupture, shortness of breath and microcalcifications. "Shortness of breath" is not considered device related. The device has been explanted and replaced.